Event description:
While the asp field service engineer (fse) was performing preventive maintenance on the unit, the customer reported a burning sensation of her eyes for the "past two nights". The customer reported that her eyes burned whenever she "worked around the unit". The customer stated that she did not see a doctor or require medical attention. The fse repaired the unit. The customer reported that once the unit was fixed, the burning went away and had not come back.

Manufacturer narrative:
The fse changed the oil filter to repair the unit. He performed calibrations and a leak back test, the unit met specifications.